Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic. Interrogation of the device revealed that the right ventricular lead impedance had a rapid increase to a high, out of range value. Previous impedance measurements had been stable. Additionally, the capture threshold had increased. A conductor fracture was suspected but not confirmed. The lead was capped and replaced during a routine generator replacement procedure. The patient was in stable condition.